Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the pump casing that surrounds charging port. There was no reported adverse effect to the customer's blood glucose. No additional event or patient information is available.